Event description:
Chronic dry eyes and halos as a result of lasik eye surgery. I now have difficulty at work seeing my computer monitor. I take 3x the daily recommended amount of fish oil pills twice a day, I use eye drops every 2 hrs -optive refresh preservative free. These cost about (B)(6) per month. I have blurred vision due to the dry eyes and itchy annoying feeling constantly. At night, I see some halos although not bad enough to keep me from driving. This surgery was performed by (B)(6) vision care center in (B)(6). (B)(6), every type of eye drop available over the counter. Refresh optive 6x daily. (B)(6).